Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced three days of inability to establish communication between the pod and the controller. During this period, the patient was not wearing the pod due to repeated controller freezing during pod activation attempts. On (B)(6) 2026, the patient's parent sought assistance at the clinic, where the patient was found to be ketotic, with blood glucose up to 500 mg/dl, ketones at 2.8 (units not provided) and symptoms of excessive thirst and frequent urination. The patient received 5 units of insulin and was admitted for medical management. A hard reset of the controller was performed with support from a diabetes educator, after which the controller functioned normally, and a new pod was successfully activated. At the time of the reporting, the patient remains hospitalized. Follow-up information will be provided upon discharge. A supplemental report will be submitted if additional information becomes available.